Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed. The handpiece was re-primed as it did not pass the test. A new handpiece and cassette were taken, but the same system message was displayed. A second new cassette was taken, again the same message was displayed. The cataract was removed using a manual technique. The intraocular lens could not be implanted at the planned procedure but is rescheduled for a later date. According to the surgeon, the cassette and handpiece did not cause the event. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This is an (B)(6) woman in which cataract surgery was performed. The surgeon reported during phaco that the ¿flow obstruction¿ system message kept reappearing despite their efforts to clear it with cassette and handpiece changed (three times). The surgeon was unable to proceed with the phacoemulsification of the lens and selected to complete the procedure manually (ecce). An intraocular lens implant (iol) ¿could not¿ be implanted, per the surgeons report. Additional, related information was requested but was not obtained. The iol will be implanted at a later date. Extra capsular cataract extraction (ecce) is a category of eye surgery in which the lens of the eye is removed while the elastic capsule that covers the lens is left partially intact to allow implantation of an intraocular lens (iol). There are two major types of ecce: manual expression, in which the lens is removed through an incision made in the cornea or the sclera of the eye; and phacoemulsification, in which the lens is broken into fragments inside the capsule by ultrasound energy and removed by aspiration. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. A system message (sm) was found by the company representative (indicating a flow obstruction), multiple times following handpiece testing. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. This is the second complaint for the finish goods consumable lot. However, this is the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer did not retain a sample for this complaint report. A visual inspection or functional testing could not be conducted as a result. Without a sample, it is not possible to isolate the root cause. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.